Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip was inserted down the working channel of the scope during the procedure. When the physician wanted to extend the clip out of the sheath, the clip would not extend. This device was removed from the scope and the case was completed with another resolution clip device. There were no patient complications reported as a result of this event. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).